Event description:
The customer reported a flow rate discrepancy. The pt was in continuous veno-venous hemodiafiltration (cvvhdf) mode at the time of this incident. The fluid removal rate was decreased from 180 to 150 ml/hr with no other changes. When the enter button was pressed, the status screen showed the blood flow rate changed from 150 to 180 ml/hr. The occurrences happened 2 times pt treatment time was 36 hours.

Manufacturer narrative:
A representative witnessed this event and was able to resolve the issue. Treatment was able to continue with no other discrepancies. No pt injury was reported. Gambro renal products will implement a revision to current software, the new software version 3.00 will reduce the likelihood of occurrence of the known causes of flow meter discrepancy. The planned release date for software version 3.00 is year-end 2006.